Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the protective sheath could not be removed from the xience stent delivery system. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove the protective sheath was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficult to remove could not be determined. Factors that can contribute to difficult to remove (sheath/stylet) include, but are not limited to, kinks, bends, procedural technique, damage during manufacturing, or inadvertent mishandling during unpackaging. In this case, it is possible that the device may have been prepped prior to sheath/stylet removal, causing the reported difficult to remove (protective sheath). It is also possible that inadvertent mishandling during preparation of the device or during handling/packaging of the device for return to abbot vascular may have contributed to the observed bunched inner member and material separation of the inner/outer member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.